Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an administration set was missing a roller clamp. There was no patient involvement. Additional information was requested and is not available. This is report 1 of 2